Manufacturer narrative:
The device was not returned for evaluation. Per investigation of the device history review, it is confirmed that this complaint is related to the manufacturing process. There is a potential of a 5cc product (0165sij18 - bardex 2 way male 5cc 18fr, silver lubricious coated catheter) was incorrectly packaged into packaging lot mycz1179, 30cc product 0166sij18 (bardex 2 way male 30cc 18fr, silver lubricious coated catheter).the details for this issue has been documented. The device history record was reviewed and found a possible issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver-containing catheter"

Event description:
It was reported that the product #0165sij18 was packed in #0166sij18's package. The original sample could not be returned as the product #0165sij18 was used on a patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the product #0165sij18 was packed in #0166sij18's package. The original sample could not be returned as the product #0165sij18 was used on a patient.